Event description:
It was reported that an electrical shocking sensation was felt, when touching the back panel of a bobcat pro unit; no injury resulted.

Manufacturer narrative:
While no injury resulted in this case, this event would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. The unit involved was returned and evaluated and it was found that the fuse clips were loose, causing the fuses to contact the back panel, there were no signs of arcing inside the unit and the fuses did not blow, indicating a low potential for serious shock to occur.